Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a routine generator change. During the procedure, an angiogram revealed that the right ventricular lead was showing signs of externalized conductors. On (B)(6) 2020, the lead was capped and replaced. Patient was stable before, during, and after the procedure.